Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient expired. The patient collapsed and never regained consciousness. Upon device interrogation following a patient death, multiple episodes of vf and rv lead noise were observed. The lead noise episodes were related to the device being taken out and the erratic cardiac rhythm following death. The vf episodes showed vt that accelerated into vf (vt was under zone detection of 200bpm). The device then sensed the vf and delivered a shock, which reverted the rhythm. The patient received two more shocks after re-entering vf, each time the device successful reverting the patients vf; however the physician believes this could not save the patient despite returning to sinus. The doctor does not believe the device acted inappropriately in any way. The cause of death was unknown.

Manufacturer narrative:
PMA number added in follow up report which was missed in initial report concomitant medical products has medtronic lead in initial report - it should have not been included in concomitant medical products of initial report.